Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used her scs system approximately five years ago due to over-stimulation at the ipg site. As a result, the programmer could not establish communication with the ipg as the device is inoperable. Surgical intervention may take place at a later date.